Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their treatment from the previous day. The patient did not report receiving any alarms or messages during the treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the fluid leak. The pdrn confirmed during follow-up that the patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their treatment from the previous day. The patient did not report receiving any alarms or messages during the treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the fluid leak. The pdrn confirmed during follow-up that the patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information; d9, g1, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: upon further review, it has been determined that MFR 2937457-2022-00516 was submitted in error. This event was previously reported in MFR 2937457-2022-00386. No further updates will be made on MFR 2937457-2022-00516.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their treatment from the previous day. The patient did not report receiving any alarms or messages during the treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the fluid leak. The pdrn confirmed during follow-up that the patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.